Event description:
The clinician said implant was placed in 2006 and removed the following month. Remove the granulation tissue, heal and the site was grafted. The clinician identified the reason of removal as failure-to-osseointegrate resulting from infection.

Manufacturer narrative:
The implant was received with a non-prepped abutment attached to it. The implant was not fractured and was examined under 10x magnification. There was not any thread defects noted on the implant. The implant was measured through the packaging with calipers and determined to be a ph6mm x 12mm.